Event description:
Reported by the complainant as follows: aquacel ag was used to dress the baby's wounds - during this week the baby's skin broke down so badly (despite being dressed with aquacel) that they reverted to aquacel ag. The baby's recent blood results for silver were at the elevated level of approx 800 (rather than about 2.8 being the top side of normal). The aquacelag has been discontinued. The baby has issues with anemia and has been given blood infusions lately and treated with methyl prednisolone.

Manufacturer narrative:
Reported to the FDA on oct 10, 2008. Reporting site (specification developer).